Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated the quality controls were within range at the time of event. A siemens headquarters support center (hsc) specialist reviewed the calculation and result data from the instrument and did not find evidence of an instrument or reagent issue. It was determined that the customer does not centrifuge patient samples according to tube manufacturer specifications. The cause of the discordant hcg result is unknown. The cause of the sample tubes being centrifuged outside of tube manufacturer specifications is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The physician(s) sent the patient to have a computed tomography (CT) scan to diagnose unspecified injuries sustained by the patient. After the CT scan was performed, the physician(s) questioned the negative hcg result due to a positive hcg result that had been obtained for the patient. It is unknown when the positive hcg result was obtained and what instrument or methodology was used to obtain the result. The sample was repeated with an auto-dilution on the same instrument and resulted as expected. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.